Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a vitrectomy probe felt apart and exploded under pneumatic pressure during a vitrectomy procedure. Additional information has been requested but not received to date.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A photo was provided and reviewed by the investigation site which confirms the complaint issue. The photo is of a probe that is separated at the front and rear housings. The complaint photo evaluation does confirm components within the probe are detached and would be the reason for the probe not performing properly. The root cause for the separation of components cannot be determined from this evaluation. The most probable reason for the detachment failure would be an adhesive problem. An investigation has been completed to determine the reason for the engine housing component separation to reduce the frequency of complaints for this issue. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).